Event description:
It was reported that during a lap choley procedure, the device was jamming and sticking. The procedure was completed with another device. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the instrument was returned partially cycled and with the jaws closed, the cycle was completed and two pear shaped clips came out from the jaws. The remaining clips were fed and formed conforming. The instrument locked out as intended, but the orange indicator was beyond its intended position indicating that the device had a double fed incident. However, no jamming issues were noted. No conclusion could be reached as to what may have caused the double feed issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.